Event description:
The reporter stated that rptr did meter to lab comparison tests. Rptr's meter reading was 498 mg/dl, and the venous lab test result was 387 mg/ml. The tests were done within 10 minutes of each other. The rptr stated that rptr was experiencing symptoms that matched hyperglycemia. Rptr stated that rptr had recently experienced a stroke. No harm was alleged.